Event description:
The patient reported that on (B)(6) 2011 he experienced blood glucose (bg) over 600 mg/dl after he lost the battery cap. He stated that he had disconnected from the pump for about 30 to 60 minutes to go swimming, and the battery cap was missing when he attempted to resume insulin pump therapy. The patient stated that his bg that morning was within range, about 100 to 130 mg/dl. The patient stated that he did not test his bg at the time he noted the battery cap was missing. The patient admitted that the battery cap was original to the pump (from (B)(6) 2010) and that the threads were becoming stripped prior to the reported incident. He stated that he continued to use the pump despite being aware that there was an issue with the battery cap. The patient stated that he did not have supplies for a back-up plan, and was without insulin for 12 hours. He stated that when he was able to obtain supplies for insulin injections, he administered a correction injection and his bg came down. He did not specify what value his bg resolved to. The user guide instructs the user to change the battery cap every six months, or every three months if the pump is exposed to dusty environments or frequent water use. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the patient's alleged hyperglycemic event which reportedly resulted from an inadequate back up plan after the pump became unusable.

Manufacturer narrative:
Brand name: animas insulin pump battery cap. Common device name: battery cap. Model #: ir1200/ir1250/2020/otp battery cap. Catalog #: 100-158-01. The pump/battery cap have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.